Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running very slow. The technical support specialist (tss) dialed into the station remotely via remote smart service (rss) and found the station time was 4 minutes behind est. The time was corrected, and a dbcc shrink (dsclientoltp) was executed. The station was rebooted, but slowness persisted. Upon checking, the speed settings were set to auto-negotiation, so the link/speed duplex was changed to 100mbps/half duplex as per the knowledge article change speed & duplex on rss command shell. Then rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was running very slow. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.